Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead exhibited high impedance and high capture threshold due to lead fracture. The lead was capped and replaced. The patient's condition was fine post procedure.